Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the cause of the battery temperature high alarm was due to a communication anomaly between the battery and power battery management board.

Manufacturer narrative:
D6a and d6b should have been left blank on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient during transport to procedure, automated impella controller with ¿battery temperature high¿ alarm. This resolved quickly without intervention. There is no patient harm.